Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). The following sections were updated/corrected updated: b4, b5, d4, d10, g4, g7, h2, h3, h6, h10. The event was confirmed with product returned. Visual inspection of the returned product found distinct scratching on the outer radius of the liner. The barb is scraped such that three strands of poly protrude from the liner. The scallops are in good overall condition on both the flat and elevated portion of the liner. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not seat. An alternate liner was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.